Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation it is likely that the lens was broken due to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the hysteroresectoscope had the internal lens broken and the serial number not readable. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the internal lens was broken, there were missing parts, and the serial number was unreadable. Should additional relevant information become available, a supplemental report will be submitted.